Event description:
No new patient or event information to report.

Manufacturer narrative:
Correction- b1, h1: on return of device 08oct2021, physical examination of the returned device showed: one device returned in a used condition. Offset coil approximately 3cm from the apex of the curve.. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 23sep2021: the event was during a coronary procedure. A new wire was used to complete the procedure. Access was gained through the radial artery, and there was no calcified or tortuous anatomy noted. There was no kinking noted in the wire. The break occurred during insertion of the device, and there was no resistance when removing. No unintended section of the device remained inside of the patient's body. No additional procedures or interventions were required due to the occurrence. No adverse effects were reported due to the occurrence.

Manufacturer narrative:
Initial reporter occupation = inventory coordinator. PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the mandril was noted to protrude from a safe-t-j exchange fixed core wire guide after use. Reportedly, there was a break in the outer coating at the start of the floppy end, with mandril protrusion. The patient was not injured. Additional information has been requested.